Event description:
Patient was having a CT scan performed and the rn confirmed the flow of the IV for the CT scan. During the administration of the contrast injection; the tubing "blew" with a slice above the hub and below the first part. Patient became very anxious. However, no harm or injury.IV tubing was replaced right away.